Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer completed the load process and received a message stating that the cartridge needs to be changed. Troubleshooting with tandem technical support was performed. There was no alert or alarms present in the pump history. Tandem technical support guided the customer through the load process with the same cartridge and the cartridge was successfully loaded onto the pump. Customer's blood glucose level was not impacted.